Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading was 43 mg/dl. Caller stated that the customer's insulin pump was malfunctioning, it was alarming and delivering too much insulin. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Multiple basal rates and boluses programmed delivered and recorded properly. No daily total, basal or bolus anomaly noted.